Event description:
It was reported that the user experienced repeated difficulty charging the ilet pump despite correct placement on the charger and prior device replacements, and a replacement charger was issued after education on charger alignment and positioning. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included user interview and troubleshooting with education on proper charger and device placement. Investigation of this case revealed a failure to charge as the device problem, attributed to the external charging system, with suspected charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure of the charger.

Manufacturer narrative:
Initial.